Manufacturer narrative:
Concomitant product(s): product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3888-33, lot# j0417790v, implanted: (B)(6) 2004, product type: lead. Product ID: 3888-33, lot# j0417790v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The patient reported that one of the leads "fell" and was not "doing the work it was supposed to" so they had to go back in and put in another lead. No patient symptoms were reported. Relevant medical history included other chronic/intract pain in the trunk/limbs and degenerative disc disease/herniated disc pain. Follow-up was performed to determine what troubleshooting had been done and how the lead had failed. This event will be updated if additional information is received.